Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the surgeon broke the locking wire in a triathlon tibial insert when impacting it into the baseplate. Insert was removed and re-impacted without the locking wire, as there was no other identical sized inserts in the hospital. The surgeon said that he broke the locking wire because, the insert was not seated flush when he began impacting. He was not too concerned about implanting it without a wire. It appeared that the surgeon impacted the insert aggressively when it was not correctly aligned. It was impacted when the posterior aspect of the insert was sitting on the posterior rim of the baseplate. The surgeon took out the insert, removed the damaged wire and re-seated it without the wire.